Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3 ml ll euro 200 s/c foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particle / contaminant in the syringe. According to the customer, there was a loose particle inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: it was reported there are contaminants in the syringe. To aid in the investigation, one sample with the top web slip and four photos of a 3ml eurographic luer-lok syringe were received for evaluation by our quality team. The top web slip has all applicable information including material number, batch number and expiration date. The sample has two reddish brown spots of embedded foreign matter in the syringe barrel. In the photos provided, one shows the top web slip, and the three other photos show the embedded foreign matter discoloration from three different angles. The condition observed is non-conforming per product specification and is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided material number 309658, lot 1264774. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1264774 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. These conditions are occurring at or below their expected frequency. Therefore, no corrective action is required at this time. Batch 1264774 is considered in compliance with our product specification requirements. To date, there have been no other similar events reported for this lot.

Event description:
It was reported while using bd syringe 3 ml ll euro 200 s/c foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particle / contaminant in the syringe. According to the customer, there was a loose particle inside the syringe.